Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the speed could not be adjusted. A rotapro console kit assy japan zero was selected for use. During the procedure, the number of rotation speed could neither be increased nor decreased normally. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
H6: impact codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. Console failed the visual inspection because the small label is damaged, there are visible scratches on the front panel, and there is damage to the rear housing. Because the speed could be adjusted (increased and decreased), the allegation is not confirmed.

Event description:
It was reported that the speed could not be adjusted. A rotapro console kit assy japan zero was selected for use. During the procedure, the number of rotation speed could neither be increased nor decreased normally. The procedure was completed with another of the same device. No complications were reported.